Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was getting right stimulation but no neck with available electrodes. There were out of range impedances on electrodes 0, 1, 3, 5 and 6. The patient needed neck and couldn¿t get it up there. The rep reported that the patient saw an np on (B)(6) 2019 and would discuss. No further complications were reported.

Event description:
Additional information received from a manufacturer representative (rep). The ins and lead were removed and the lead was returned for analysis. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6)explanted: (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the healthcare provider (hcp) was going to send the patient for x-ray and pre-authorization for a full system replacement as the ins is older. The rep reported that the patient was rear ended a while and a jet ski rolling over on her too. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were not getting right arm stimulation. The patient was going to meet with the representative on 15-aug for troubleshooting. The indications for use were spinal pain and complex regional pain syndrome. Additional information received from the manufacturer representative reported that they met with the patient. An impedance test was run and several were found to be out of range. The patient was reprogrammed to cover her pain on both the right and the left and the patient was doing well at the end of the appointment.

Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the out of range impedances was unknown. The rep programmed around the impedances with success. The issue wasn¿t resolved. Additional information was received from the rep on 2019-09-05. The rep reported that the patient called and needed a reprogramming. The rep indicated that the patient would be seen on (B)(6) 2019. No further complications were reported.